Manufacturer narrative:
This follow-up report is being submitted to relay additional information. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient underwent a left knee revision approximately two months post-implantation due to infection. The tibial insert was removed and replaced.

Manufacturer narrative:
(B)(4). D10 medical devices: unknown femoral catalog#: ni lot#: ni. Unknown tibial tray catalog#: ni lot#: ni. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.